Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
The report of ¿pain at ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. It is unknown if the patient had any weight fluctuations or trauma prior to the allegation or if the pocket site itself was an issue. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all tests (no anomalous outputs) on the ate (automated test equipment).